Manufacturer narrative:
Patient weight not available from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a stereotactic biopsy of the left cerebral peduncular, the biopsy needle was found to be defective. It was reported that the depth stop "puck" of the unit would not engage on the needle when tightened. It was noted that the issue was discovered prior to use and that a second needle was used to complete the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome.